Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
Hamilton medical ag (hmag) received the following incident description: screen rebooted automatically and was frozen. The medical staff replaced the device with another ventilator. He connected a test lung with the device and confirmed ventilation continued.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag (hmag) received the following incident description: screen rebooted automatically and was frozen. The medical staff replaced the device with another ventilator. He connected a test lung with the device and confirmed ventilation continued.